Event description:
Cautery pencil self activated itself. The pencil + plate were unplugged + also the machine was turned off. The machine was turned back on, the pencil + plate were then plugged in and the pencil was laying under the pt's arm when it was active as soon as it was plugged back into the machine.